Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to instrument backend pulley failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley was detached from its original position and loosely placed inside the housing. As a result, the jaw cable became loose. The jaws do not open and close properly up testing. Additionally, the instrument was found to have jaw cable loose from its original position at the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly and the wrist not to move correctly. This is caused by the dislodged back-end pulley.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The procedure was completed with no reported injury.